Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer and was not detected on the communication bus. A field service engineer attempted to recover it in the user application; however, the drawer remained inoperative. Subsequently, all connections were reconnected to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawers failed and indicated the error message "device was not detected on the communication bus and required maintenance", which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.